Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported having a cyst 2-3 months ago; they don't know if it was related to the ins. They also said the ins was getting low last year. Last month, the patient said their ins was checked and it went down to 2 (patient did not know what that meant) and it was off. The patient didn't know how it turned off, but their healthcare provider (hcp) turned it back on. The patient is suppose to go back for another check in september. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked what the circumstances were that led to the implantable neurostimulator (ins) being off and whether or not a cause was determined, the hcp said it is unknown if it was turned off by the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the implantable neurostimulator (ins) being off and whether a cause was determined, the patient has no idea how or when it turned off. They only knew by going in to have the ins checked; it's almost six years old. The patient was shocked (i.e. A reaction) when the nurse practitioner (np) told them it was off and there was no reason of how it got turned off. The ins was turned back on and they will return in september to have the ins examined. No further patient complications have been reported as a result of this event.